Event description:
It was reported that the labels are lifting with a bd vacutainer® sst¿ blood collection tubes. This occurred with 130000 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: I report an issue that is being presented with the product yellow tubes 5 ml ref. 367986: the label is fixed only in the central area on the tube, the extremities of the label are detached. This defect has been observed in the lot: 9059681 and expiration date 2020-02-29. 130,000 units are reported with this problem.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on- going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting with a bd vacutainer® sst¿ blood collection tubes. This occurred with 130000 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: I report an issue that is being presented with the product yellow tubes 5 ml ref. 367986: the label is fixed only in the central area on the tube, the extremities of the label are detached. This defect has been observed in the lot: 9059681 and expiration date 2020-02-29. 130,000 units are reported with this problem.